Event description:
It was reported that the pace/sense portion of the right ventricular (rv) lead had an insulation breech. The lead was repaired and is still in use. It was also reported that the left ventricular (lv) lead had an insulation breech at some point in the past. No further information was available from the clinic as to when the insulation breech occurred. The lead had been repaired and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.